Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.2, lab: 2.4, therapeutic range: 2.5-3.5. All testing occurred within one hr of one another. No changes in diet or medications reported.